Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose of 495 mg/dl due to infusion set issue. Customer did not mention any form of treatment and declined high blood glucose troubleshooting. The customer¿s blood glucose was 360 mg/dl at the time of incident. Customer stated that the infusion set quick release has been detached and there is a possible leaks on site. The customer was advised that the infusion set will be replaced and expected to return for analysis. The insulin pump is not expected to return for analysis.